Manufacturer narrative:
There has been a previous report received where this malfunction has caused file separation. Since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a promark endo motor has no torque and stops when the file is placed into the canal. No injury.

Manufacturer narrative:
Evaluation performed by (B)(4). Opening comments by (B)(4): there is not enough torque; when the doctor applies the handpiece to the tooth it shuts down. Closing comments: console updated the software to ver 3.0, tested the torque using calibrated test fixture and all test were okay. Motor m250t-29426 replaced the cable, hall pcb, and bearings; tested okay. Foot pedal and the pwr cord tested okay.